Event description:
Trend noted- this is the fourth documented event in which the clear plastic tip that attaches to the oxygen tubing broke off during anesthesia case. No pt harm each time. We no longer use the specific product. Customer service rep for ambu lma made aware.